Manufacturer narrative:
The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to mitral annular calcification procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that thickened leaflets caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Approximately 7 years and 10 months post- transcatheter mitral valve replacement tmvr (mac) procedure using a 26mm sapien 3 valve, the mitral valve now demonstrates moderate to severe mitral stenosis (ms) without mitral regurgitation (mr). The valve shows moderate or greater calcium on the sapien 3 leaflets with moderate thickening of the leaflets. The mean mv gradient pre-procedure was 15mm with a peak gradient of 29mm. Per report, the patient was placed on 8l with ECMO prior to implant. A 26mm sapien 3 ultra resilia valve (nominal prep) was successfully placed within the stenotic mitral valve sapien. The valve appeared under-expanded, despite full inflation of the nominal prep. Echo measurements confirmed under-expansion. A 24mm true balloon was prepped and used to post-dilate the valve to achieve greater expansion. A second inflation of 8 atmospheres was performed. The echo review suggested minimal to no pin-wheeling of the leaflets and a mean gradient of 4mm with a peak gradient of 10mm. ECMO was removed post-procedure and the patient returned to her room.

Manufacturer narrative:
Update to b5. Correction to h6.

Event description:
Per medical record review, the seven-year CT of the heart showed that the left ventricle ejection (lv ef) was 70-75 %, the transcatheter mitral valve replacement (tmvr) evaluation s/p 26 s3 in mac with significant leaflet thickening and calcification. The operative note stated that the patient had a valve in valve (viv) procedure with a 26mm sapien 3 ultra in the mitral position via right tran-septal transfemoral approach. The implant was a success with mild paravalvular leak. An amplatzer occluder device was placed in the interatrial septum. The peak/mean mitral gradient was 10/4mmhg. No procedural complications or edwards device malfunctions were listed.